Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a low heart rate. They also reported that the implantable pulse generator (ipg) was pacing below the programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.